Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the issue was not established as no product or logs were returned and insufficient information was provided.

Event description:
An impella rp flex device was inserted via the left femoral vein in a 75-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage c, with a history of known coronary artery disease (cad). The myocardial infarction was due to right coronary artery (rca) occlusion, and the device was placed for acute right ventricular (rv) failure following the intervention. Shortly after implantation, the device experienced a pressure sensor failure. The impella rp flex was removed, and the patient was converted to va-ECMO for continued support. The patient survived to explant. The reported events include placement signal issue, medical device removal, additional device required, and hemodynamic instability. The impella rp flex will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
A4, a5, and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.